Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was confirmed the high voltage cable was fractured approximately 21.5 cm from the terminal pin. It was indicated the fracture was near the distal end of the suture sleeve tie down.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to lead fracture.